Event description:
Received email requesting pt would need to see doctor that authorized the spinal cord stimulator. Called pt number and spoke with daughter and she stated the pt had passed away. FDA safety report ID# (B)(4).